Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report re-open clip it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip opened more than 5-10 degrees after the lock line was removed. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to greater than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported mechanical issue- clip open-locked in this incident could not be determined. This event was further reviewed by an abbott vascular medical affairs manager, and the reviewer concluded that more images from different angulations are needed to correctly evaluate how much open the clip is. There is no indication of a product quality issue with respect to manufacture, design or labeling.